Event description:
The customer reported that the nurses allege there was no asystole alarm for an ICU pt that required CPR. The pt did not regain consciousness after CPR was initiated, and later expired 2 days later.